Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat disease in a calcified, somewhat tortuous, left anterior descending coronary artery. The ht pilot 200 guide wire was advanced to the lesion and repeated balloon dilatations were performed. An unsuccessful attempt was made to remove the ht pilot 200 guide wire but it would not budge. After a number of minutes and the use of a microcatheter, the ht pilot 200 guide wire was successfully removed from the patient anatomy. After removal, the ht pilot 200 guide wire was noted to have a burr on the side of it that might be a lump of coating from the wire. The procedure was successfully completed with another unspecified device. No adverse patient effect was reported, and there was no clinically significant delay in the procedure. No additional information was provided.